Event description:
It was reported that during preparation for an unspecified stenting treatment procedure, "the nurse saw a fault on the catheter. It was not used, they took another one for this procedure." It was further reported that "the nurse detected a circular tear in the stent catheter and didn't use it." "At a little segment you can see the metal-material of the wallstent ... The outer [sheath] material is broken." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "okay."